Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: glue remained in the insertion section mount. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: obstruction in the base of the handle was due to the glue remaining in the insertion section mount. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had obstruction in the base of the handle. The issue was identified during reprocessing. There were no reports of patient involvement.